Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. Upon inspection, normal device wear was noted. The cable had failed at the distal end attachment. The complaint was confirmed.

Event description:
It was reported that during an mvr procedure, one of the device arms fell apart. An x-ray was done to confirm nothing left in patient chest. The x-ray was done while the patient on bypass, prolonging the case.